Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tube/ migration of essure device location of device: unknown') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain"), amenorrhoea ("lack of menstrual cycles"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection / vaginal infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headache"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), back pain ("back pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, amenorrhoea, abdominal distension, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, urinary tract infection, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, weight increased, alopecia, back pain and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she is currently planning for essure removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs received: previously reported event " injury to herself " was replaced with event " fallopian tube perforation ". New events " lack of menstrual cycles, bloating, abnormal bleeding (vaginal, menorrhagia), urinary tract infection, vaginal yeast infections , depression, anxiety, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, hair loss, abdominal pain, back pain, pelvic pain and device monitoring procedure not performed were added. Reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.